Event description:
It was reported that the patient presented for a follow up in clinic. Upon device interrogation, it was noted that the implantable cardiac defibrillator (ICD) went into backup vvi mode. It appears that the device switched to bvvi, following a magnetic resonance imaging (MRI). The ICD was reprogrammed to original settings. The patient stable.